Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and alleging that the insulin pump had possible under delivery. Customer blood glucose level was 313 mg/dl and current blood glucose 170 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer was alleging that the insulin pump was under delivering because insulin pump took long time to prime. It was also stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly and down load anomaly due to buttons not responding.